Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the e-100 faulted with vessel sealer extend (vse) instrument during surgery. The clinical sales representative (csr) stated that the surgeon eventually had to connect the vse instrument to a different generator (erbe). The logs were reviewed and error 25913 was found on the e-100 generator. The procedure was continuing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the e-100 generator to resolve the issue. The system was verified and ready to use. The e-100 generator was returned for failure analysis; however, no issue could be found. This unit was installed onto the test system and manually power cycled 10 times. The e-100 powered on with no issue each time. A vessel sealer instrument was installed onto the unit with a saline dipped gauze in the jaws. Energy from the e-100 was fired with the yellow pedal/sync activation for a cut/seal about 100 times. The e-100 generator worked fine without any issue.